Manufacturer narrative:
(B)(4). A visual examination identified blood was present outside and inside the device. A majority of the proximal spiral cut shaft was kinked and broken/damaged. The shaft and inner lumen shaft were damaged and buckled/bunched-up in numerous locations. The distal shaft was detached 99cm from the strain relief. The hypotube was fractured in multiple locations at the area of the catheter shaft separation. The distal shaft was damaged, kinked and had two holes from where the hypotube protruded through. The guidewire used in the procedure was not returned for analysis, so functional testing was completed using a .014¿ test guidewire. The wire was able to be inserted through the tip and the separated end of the distal shaft with no issues. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported a shaft fracture occurred. The physician was performing a thrombectomy procedure below the knee with the use of a spiroflex angiojet thrombectomy set. When the spiroflex was advanced over a non bsc guidewire, there was difficulty threading it through the monorail port. The spiroflex was advanced to the treatment site. The device was moved back, when it was noticed the catheter had broke above the monorail port and dislodged in the patient's artery. Everything was removed from the patient as a unit, with the exception of the fragment that was broken and stuck in the artery. The physician was able to snare the piece out after about 5 minutes. The procedure was completed with balloon angioplasty. No further complications were reported and the patient was doing fine post procedure.